Event description:
Legal papers allege the MFR endurance bone cement was defective resulting in revision surgery.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation is limited to the information provided, as the part and lot number required to review the device history records, complaint database, and conduct testing of retained samples was not provided. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. MFR considers the investigation closed.